Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged spindle bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was also determined that the side rail could not remain latched due to a damaged top rail, in addition to the damaged spindle bearing. Additionally, the previous MDR initial report was issued without the PMA/510(k)#. This follow-up MDR report includes the PMA/510(k)#.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged spindle bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.